Manufacturer narrative:
Evaluation confirmed the report. Rec'd (1) fem ii-014-at cannula. Blood residues were visible inside cannula body. Wire reinforced section of cannula body was pinched at multiple locations. No visible damage was observed from the non-wire reinforced section of the tip. (B) (4) the product is packaged with a protective sheath to reduce handling damage.

Event description:
It was reported that during a da vinci s hysterectomy procedure the monopolar curved scissors instrument broke and a fragment fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported by this account.

Event description:
Before insertion, the cannula looks visually fine. During the perfusion high line pressure was noticed. The defect of the cannula was found after desertion - heavy deshaped wire especially in the tip. No injury was reported.

Manufacturer narrative:
No product yet received, anticipate return of sample.